Event description:
During evaluation of a returned clearlink system continu-flo solution set , a crack at the piece luer lock body of the two piece luer lock assembly was noticed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H11: the device was received for evaluation. A visual inspection was performed, and a crack was observed at the piece luer lock body of the two piece luer lock assembly. Additionally, white marks were noted at the cracked component. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause could be related to an external force applied to the tubing or due a damaged component during the manufacturing process or manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.